Event description:
The patient was receiving chemotherapy via an outpatient infusion pump (cadd legacy plus). The pump was connected in the oncology clinic and was due to be discontinued in the clinic two days later. The pump finished 3 hours prior to when it should have. The cassette that holds the medication was empty and the settings on the pump were checked and found to be correct. The reservoir volume should have been zero, but it was still at 101 ml. The patient returned to the clinic 3 hours early to have the pump discontinued. The pump rental company was notified, and the pump was returned to infusystem. We are unaware if infusystem returned the device to the manufacturer.